Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the bearings of the attachment were damaged due to improper or ineffective cleaning and maintenance of the device. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that they could not insert the cutter into the device, and that the device was heating up. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.